Manufacturer narrative:
Unknown, not provided. (B)(4): the device was not returned for analysis as it was discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4): incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsule tear while a tecnis itec preloaded intraocular lens (iol) was being inserted into the eye. Incision was enlarged and the lens was removed and replaced with a 3-piece lens. The customer indicated that the product was discarded. Patient outcome post surgery was not provided. No additional information provided.